Event description:
Hip revision surgery performed on (B)(6) 2024, due to dislocation. It was reported that the patient bent over and dislocated her hip for the 6th time. The joint was reduced in the emergency dept. The day before the revision surgery. The following devices were explanted and replaced by competitor's devices: · femoral modular head - l ø32mm (product code 5010.09.323, lot #1520401 - ster. 1600079). · delta-tt acetabular cup ø52 mm (product code 5552.15.520, lot #1608298 - ster. 1600192) · .delta protruded liner øint 32mm #m (product code 5886.51.158, lot #1601101 - ster. 1600067). According to the received information, the acetabular cup was explanted as the version/orientation was too anteverted. Primary surgery took place on march 16th, 2017. Patient is a female, 82 years old. Activity level and comorbidities are unknown. It was reported that the timing of the first dislocation was after the patient had had a spinal surgery (date not known) which might have changed the angle of her pelvis contributing to her dislocations. Event happened in australia.

Manufacturer narrative:
Checking the manufacturing charts of the involved lot #1520401, no pre-existing anomaly was found on the (B)(4) devices manufactured with the same lot #. This is the first and only complaint received on this lot #. We submit a final MDR when the investigation is complete.

Manufacturer narrative:
Checking the manufacturing charts of the involved lot #1520401, no pre-existing anomaly was found on the 50 devices manufactured with the same lot #. According to our records, at least 45 out of 50 femoral heads with lot #1520401 and ster.1600079 have been implanted and this is the only complaint received on this lot #. Explants analysis: devices involved were not returned to limacorporate for further analysis. X-rays analysis: limacorporate received one x-ray referring to pre-operative revision surgery. The x-ray received - dated (B)(6) 2024 - and pictures of explanted devices have been evaluated by a medical consultant. Following, the medical consultant comments: "both x-ray and explants show marked abrasion of the poly liner. I assume this defect was positioned at the anterior part. It may be due to too anteverted position of the cup with repeated sub-luxations until the final full dislocation. On the x-ray alone I would not estimate the cup too much anteverted but there always are individual features to be addressed. In that case first of all a dual mobility shall be used for replacing the worn liner. If the surgeon finds this insufficient (hard to believe, but ok) an exchange of the cup is indicated". Considering that: check of manufacturing charts highlighted no anomalies on devices manufactured with lot #1520401; according to the received information, the patient bent over and dislocated her hip for the 6th time. The first dislocation was after the patient had had a spinal surgery which might have changed the angle of her pelvis contributing to her dislocations; according to the medical consultant "both x-ray and explants show marked abrasion of the poly liner. I assume this defect was positioned at the anterior part. It may be due to too anteverted position of the cup with repeated sub-luxations until the final full dislocation"; we cannot determine with certainty the root cause of the event. We can hypothesize that a combination of causes contributed to the adverse event: the condition of the patient (who started experiencing dislocations after having a spinal surgery) and the malpositioning of the acetabular cup (although it wasn't confirmed by the analysis of the shared x-ray). Still, based on these findings we state that the event was not product related. Pms data: according to limacorporate pms data, the revision rate of femoral head - belonging to the family codes 5010.09.xxx - due to dislocation is (B)(4). Based on the root cause analysis performed and according to the relevant pms data, no corrective actions are required for this specific case. Limacorporate continues monitoring the market to promptly detect any further similar issue. Note: this is a final MDR.

Event description:
Hip revision surgery performed on january 10th, 2024, due to dislocation. It was reported that the patient bent over and dislocated her hip for the 6th time. The joint was reduced in the emergency dept. The day before the revision surgery. The following devices were explanted and replaced by competitor's devices: femoral modular head - l ø32mm (product code 5010.09.323, lot #1520401 - ster. 1600079). Delta-tt acetabular cup ø52 mm (product code 5552.15.520, lot #1608298 - ster. 1600192). Delta protruded liner øint 32mm #m (product code 5886.51.158, lot #1601101 - ster. 1600067). According to the received information, the acetabular cup was explanted as the version/orientation was too anteverted. Primary surgery took place on (B)(6) 2017. Patient is a female, 82 years old. Activity level and comorbidities are unknown. It was reported that the timing of the first dislocation was after the patient had a spinal surgery (date not known) which might have changed the angle of her pelvis contributing to her dislocations. Event happened in australia.